Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date approximately twenty (20) years ago. A revision procedure has been indicated due to wear of the polyethylene tibial bearing; however, no revision has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date approximately twenty (20) years ago. Subsequently patient was revised on (B)(6) 2015 due to wear of the polyethylene tibial bearing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: there are warnings in the package insert, under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent a total knee arthroplasty approximately twenty (20) years ago. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a fractured locking bar after a patient fall. During the procedure, wear of the tibial bearing was noted. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.